Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bariatric sleeve gastrectomy, during the first or second firing for the transection of the greater curvature of the stomach, a serosal tear was identified parallel to the anvil of the reload on the front of the stomach. The serosal tear took place between the 20 - 40 cm distance of the reload. The surgeon imbricated the staple line at the point of the tear.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, two videos were provided. Visual inspection noted the first reload can be seen clamping on tissue. The reload is fired and the knife blade is then retracted. Some bleeding can be seen at the extreme distal end of the staple line. A second reload is applied to continue the staple line with some jagged tissue being seen at the distal end of the staple line. Malformed staples can be seen at the proximal end of the second created staple line. During removal of the reload, the staple pushers can be seen to be flush with the cartridge face. A third reload is clamped and fired with no abnormalities being noted. A fourth reload is clamped and fired to complete the staple line. Cleaning of the staple line is attempted. Some malformed staples are attempted to be picked out of the staple line. Bleeding can then be seen at the extreme distal end of the staple line. Additional suturing is started at the end of the staple line. During manual suturing, additional bleeding can be seen not from the staple line. On the second video, it was noted that the first reload is clamped on tissue, fired fully, and bleeding can be seen coming from the staple line. The jaws are then opened after difficulty removing from the tissue. A tissue wisp can be seen, attached at the distal end of the staple line. A second reload is clamped, fired, and the knife retracted with no abnormalities noted. A third reload is clamped, fired, and the knife retracted with no abnormalities noted. A fourth reload is clamped, fired, and knife retracted with no abnormalities noted. It is panned back to the first reloads laid staple line and bleeding can be seen. Manual suturing was applied to the newly created staple line. It was reported that a significant tissue tear occurred as a result of the product failure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.